Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2013-12911. It was reported the patient's system was explanted due to painful shocking with stimulation on or off. The patient also experienced a burning sensation down her spine and legs. The patient reported reprogramming did not solve the issues. The patient does not know the exact date of the explant, but it was in 2011.